Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number (B)(4): 1. Problem code updated 2. Evaluation method code updated 3. Evaluation result code updated 3. Component code updated 4. Box h: device manufacturers: additional narrative updated as below. Based on further investigation during retrospective review, the correct risk estimation was identified for the root cause of the reported issue detector holder adjustable side don't hold the detector anymore which resulted in detector drop. Risk estimation for the root cause was revealed that the risk is acceptable. The event was originally reported to the authorities with incorrect risk assessment as detector drop. Since that time, based on retrospective review identified & updated with correct risk estimation for detector holder issue which revealed that the event does not meet the criteria for reporting.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the mobile detector holder adjustable side don't hold well anymore & due to that the detector dropped. The device was in clinical use and there was no patient or user harm. Remote service engineer (rse) performed analysis and confirmed that the detector fell from the adjustable side of the holder. The customer onsite team checked the detector, there were no shocks recorded in the shock log and there were no damage to the detector. The strips of the detector holder had become loose due to wear and tear movement, resulting in the detector drop. The remote service engineer has shipped the detector holder assembly. The customer has taken responsibility to replace the defective part with the new one. Detector holder replaced & system returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer. Because of the reported problem it had resulted in the detector drop.

Event description:
It was reported that the mobile detector holder adjustable side don't hold well anymore & due to that the detector dropped. The device was in clinical use and there was no patient or user harm.